Event description:
It was reported that stent damage occurred. While outside the patient, an attempt to advance a 3.00 x 38 synergy ii drug eluting stent through a watchdog hemostasis valve was made, but the stent became snagged inside the watchdog. The stent was removed and was noted to be damaged. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 3.00 x 38mm synergy ii stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. The distal end of the stent was lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. While outside the patient, an attempt to advance a 3.00 x 38 synergy ii drug eluting stent through a watchdog hemostasis valve was made, but the stent became snagged inside the watchdog. The stent was removed and was noted to be damaged. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.